Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that after filling the reservoir with insulin, customer removed the plunger, then the o-rings would slide down and the insulin would leak. Verified customer filling technique is correct. No further info was provided.